Event description:
During an in clinic follow-up, the device was found to have a shorter longevity than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported complaint of premature battery depletion was confirmed. The device voltage was approaching elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature, based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.